Event description:
In this event it is reported that the patient experienced an allergic reaction a few weeks after starting aligner wear. The patient experienced swelling and burning of the lips. They were prescribed prednisone after the reaction. The symptoms resolved in 2 days after discontinuing aliger wear. No known additional medical intervention was required. The patient does not have any known allergies to plastic materials.

Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Investigation results: investigation development:evidence provided. The customer does not provide physical evidence or pictures. We reviewed the attached document and found that the customer indicated that he does not suffer from allergic reactions and in another section, he stated that the patient did not undergo allergy tests to the product. We reviewed the DHR for this so-sr02967540 and not found issues or deviations during the manufacturing process, the sales order was inspected and met with the acceptance criteria provided by qa. We reviewed the instructions for use (IFU) for aligner and retainer and in the warnings section, if the patient has a history of allergic reactions to plastics, this product should not be used. Doctor instructions for use ¿ 0281-IFU-500544. Patient instructions for use ¿ 0281-IFU-500583. Incoming inspection. We reviewed the incoming inspection record for the material used to manufacture this so-sr02967540. Raw material: part: 501017-b / lot#: 06014619 / qty. Received 692, 370 pcs. The inspection results of the material was found to be acceptable for use in the manufacture of the suresmile product. Conclusion: with the available evidence, DHR reviewed, incoming inspection records for the plastic and checklist reviewed, root cause not determined.